Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
11/19/2015- pfs and medical records received. Pfs reports complaint for right hip with pinnacle products and doi: (B)(6) 2004 and dor: (B)(6) 2014 with complaints of difficulty sleeping, difficulty walking, loss of strength and fear of metallosis. Medical records, including primary and revision surgical reports, reveal patient revised for pain and labs of chromium 2.0ng/ml( ref <1.0ng/ml) and cobalt 4.3ng/ml (ref 0.0-0.9ng/ml). The stem will not be added to complaint since the labs are less than 7 parts per billion. There are no component stickers or product code list within the medical records reviewed. The complaint was updated on: dec 7, 2015.